Manufacturer narrative:
The device is expected to be returned for failure investigation. This device is subjected to sec. 868.5240 for exemption from the premarket application (510k). (B)(4).

Event description:
Customer states: during use at home, a great leakage occurred and the normal ventilation function was not available. Confirmed a crack in a hook of the top cover of exhalation valve and it was almost to be detached. No pt harm.